Event description:
The customer reported that a patient experienced platelet loss during a mononuclear cell (mnc) collection procedure. The patient's platelet count dropped from 15k to 5k. The final post procedure platelet count was 12.5k, however, after the customer's review of the procedure. The patient is reported in stable condition. The customer declined to provide patient's identifier and weight information. The patient's age/date of birth is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: the customer is performing an internal investigation at the customer's site. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Based on information provided the customer, the post platelet count was measured to be within expectation. Root cause: this disposable was unavailable for specific root cause analysis. It is possible that this low yield is within the expected statistical failure rate for the apheresis process. Potential causes for low platelet yield include, but are not limited to:- adjustments to flow rates or other procedural inputs/parameters. Improper handling of collected product including resting/agitation, storage conditions,temperature, sampling technique, and dilution. Inaccurate yield scaling factor.

Event description:
The customer declined to provide patient's age and/or date of birth.